Event description:
It was reported that during use instruments inside the patient in an ask knee procedure, the electrode failed after a short time (less than 7 minutes). Plasma field was no longer generated. The procedure was completed with a s+n back-up device. No significant delay was reported, and no patient injury or other complications were reported. Results of investigation found that the electrode has a small piece detached.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The tubing has been cut and removed from wand. The electrode has a small piece detached. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced a "check electrode notification" error. The device was able to generate plasma on all three settings using the test tubing. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. No containment or corrective actions are recommended at this time. Our clinical investigation concluded: a clinical review states without the requested information, the reported events could not be further assessed. The patient impact beyond the reported device breakage and possible retained foreign body could not be definitively determined. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated.